Manufacturer narrative:
Additional information: device evaluation: lens returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/+1.0/170 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved. The cause of the event is reported as unknown.